Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) to resolve the reported intermittent issues with more than one (1) surgeon. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor replicate the reported complaint. The usm passed the normal mode. The monopolar curved scissor (mcs) instrument and bipolar forceps instrument were installed with sterile adaptor (sa), cannula, and endoscope on the usm. The instruments were driven and actuated in different position with no issues. There were no grip issue(s) with the scissor instrument at different positions. All the usm's cables and connections were intact. The usm passed the carriage lissajous, direction test, carriage switch, carriage strength, sine cycle, sensors check, fan test, degrees of freedom (dof)/pin check, brake tests, and all frictions test on the patient side cart fixture test platform (pftp).

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the customer found two (2) different scissor instruments stopped working on the system's universal surgical manipulator (usm) 3. It was noted the customer informed the intuitive surgical, inc. (Isi) clinical sales representative (csr) after the case. The csr relayed to the isi technical service engineer (tse) that when the first scissors instrument stopped working, the staff installed a second scissor instrument with no change. The csr stated the same issue had occurred on a previous procedure with a suture cut instrument. Then the csr stated the customer was able to install the instruments onto the usm 4, and brought the arm 4 in place of the arm 3, to complete the cases. The csr stated that in both cases, the customer reseated the instruments and drapes with no change. According to the csr, the customer did not replace the drape either time. The tse recommended the csr to install a training sterile adaptor (sa) and drapes to test drive the usm 3; however, the csr informed they were unable at the time of the call. The csr confirmed the black presence pins on the usm 3 would compress and pop back up. A review of the live system logs by the tse did not confirm any usm related errors. The customer requested a field service engineer (fse) follow up. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.